Manufacturer narrative:
Patient weight was not provided. Approximate age of device ¿ 1 year and 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had complex multi-drug resistant infection of the driveline. The date of onset was not provided. The patient had recovered cardiac function, and the lvad was explanted. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of infection could not be confirmed through this evaluation. However, during the evaluation of the returned (B)(4), a thrombus was found within the pump. The pump was returned with the driveline cut approximately 12inches from the pump housing; the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned attached to their respective pump ports. Examination of the pump blood contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. The evaluation could not determine the cause of the thrombus. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombosis and infection are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.